Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for routine check, patient experienced chest discomfort during the device upgrade. Patient was stable during all stages of the upgrade.